Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4). Describe event or problem - correction "a review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed." Event problem and evaluation codes- correction, remove (B)(4).

Event description:
A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed.

Manufacturer narrative:
(B)(4). Describe event or problem correction: "dexcom was made aware on 02/17/2019, that on (B)(6) 2019, a loss of connection occurred. Data was provided for investigation. The problem could not be confirmed." (B)(4).

Event description:
Dexcom was made aware on 02/17/2019, that on (B)(6) 2019, a failed transmitter error occurred. Data was evaluated and the allegation was confirmed. The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.